Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The tenaculum forceps instrument was analyzed and found to have broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Other cables were not damaged. The housing was removed from the back end, no damage was observed. Common causes of the failure mode broken distal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations confirmed the reported issue and found the instrument has a broken distal pitch cable at the distal clevis hub. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. At this time, it is unknown what caused the pitch cable breakage to occur. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was noted to have a broken cable while holding the myoma. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide that information.